Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion failure in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion failure" was not reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a passing result. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was loose downstream tubing guide. The downstream tubing guide required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.